Event description:
Smiths medical int'l ltd., has been notified of an event that the air leakge was found after tube was in use for nine days. The nurse found that cuff pressure had dropped during cuff check and suspected air leakage. Unit was pretested per instructions for use. No adverse outcome.